Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter address 1: (B)(6). The device was returned for analysis in a generic plastic bag with batch 34106010 printed on it. Visual inspection revealed that the imaging window was twisted. Media provided by the customer showed evidence of the extension tube missing. Good faith efforts have been made to try and retrieve additional details regarding the inconsistency with the device reported as unable to be used due to a missing component, but device analysis showing evidence that the device was used.

Event description:
Reportable based on device analysis completed on 30jan2025. It was reported that the device could not be used due to a missing component. When the packaging for an opticross hd imaging catheter was opened, the extension catheter was noted to be missing and the device could not be used. The procedure was completed with another of the same device. No patient complication was reported, and the patient status was stable. However, device analysis revealed that the imaging window was twisted.